Event description:
Medtronic received a report that pipeline stent failed to deploy and the phenom catheter was kinked. The patient was undergoing treatment of an ophthalmic artery segment aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a 5mm diameter. It was reported that the angiography showed that the tumor was located in the ophthalmic artery segment, and the tumor neck was 5.4*6.5mm. After the phenom27 catheter was in place, the pipeline flex embolization stent was used first. The stent was deployed twice but failed to open successfully. The resistance of pushing the stent was obvious. The pipeline flex embolization stent and the catheter were withdrawn. It was found that the catheter was kinked and the lumen was flattened and damaged. The phenom27 catheter was replaced immediately, and the pipeline flex embolization stent was re-delivered. The pipeline flex embolization stent was successfully deployed. After the angiography, the contrast agent retention was obvious, and the operation was ended. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient had been undergoing treatment for a wide-necked aneurysm of the ophthalmic artery, aneurysm body 5.4*6.5mm. The cause of the resistance, failure to open, and phenom damage were not determined, there were no issues that resulted in the damage that was found. The resistance was in the distal end of the catheter. There was no damage to the pipeline pushwire. The distal segment of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices attempted were used to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.